Event description:
The customer reported that the device powers on and unexpectedly powers off during active patient monitoring. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a defective circuit board component. This causes the device's display to become blank followed by an alarm state of 10 beeps while the control buttons flashed continuously. All audible and visual alarms were functioning as designed. E.1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E.1: initial reporter zip code did not meet the allowable character count; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device powers on and unexpectedly powers off during active patient monitoring. There was no patient impact or consequence reported.